Event description:
Pt developed pseudoarthrosis symptoms 1 year post implantation. Revision surgery was performed 15 months post implantation to remove resorbable device and associated "partially resorbed" polymer. Heterotopic bone was observed in conjunction with partially resorbed polymer components. Current pt status is reported as "ok" per physician.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.